Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 600 mg/dl. Customer mentioned that when she began having issues with no delivery alarms her blood glucose readings occasionally ran high. Customer stated that they have treated with ten units of novalog. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the insulin pump was alarming no delivery during the high pressure test. Customer gave up on the rest of the troubleshooting due to the alarm. No further information reported.